Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was vacuuming at the time of the events. The clinic will have the patient come in to do some testing and re-programming. There were no additional adverse patient effects. The system remains implanted.